Event description:
It was reported that the patient's recent computed tomography (CT) scan showed narrowing of the outflow tract and biodebris formation within the proximal outflow cannula. The patient reported seeing a flow of "---" more frequently than before. The log files showed the flows to appear to be stable throughout the log files. Any type of obstruction could not be determined in the ventricular assist device (vad) circuit from the log file analysis. Additional log files were taken that showed increased power and flow on the monitor. The past few weeks, the power had been 6.2-6.4 with flow of 3.7-4.2. On (B)(6) 2026, the power increased to 8.9 with a flow of 7.5 which appeared to be sustained until on (B)(6) 2026. The log file captured mainly routine events but was an upward shift in pump power from the baseline of 6w-8w was seen. The upward trend in power with a downward trend in pulsatility index (pi) values had historically shown the potential for thrombus in the vad circuit. It was suggested to turn the data logger on to record every hour to log some real time data. Additional log files after turning the data logger on was provided. Recent transesophageal echocardiogram (tee) was not able to assess the outflow cannula. Further log files were taken on (B)(6) 2026. Since the data logger on was turned on (B)(6) 2026 afternoon and captured semi real time data, the vad parameters looked like they were in a more baseline number based on the patient's fixed speed. Additional information was received that the patient was treated with bivalirudin and was sent home with follow up planned for 6 months. Additional information was received that the thrombus was conformed. There were no changes to patient condition or anticoagulation status that may have contributed. Recent changes to pump parameters included increased power. The pump reported to have performed as intended until it was exchanged on (B)(6) 2026. It was later communicated that the patient passed away on (B)(6) 2026 due to multifocal stroke. The patient was known to have a clot pre operation. The operation was considered to be complex and high risk for a second pump exchange. The death was not considered to be device or therapy related. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.